Event description:
Per the audiologist's report, the electrode array was inadvertently pulled out of the cochlea due to difficulty removing the stylet during the initial surgery. The array was inserted into the cochlea without the stylet. Approximately 4 and 1/2 years later, the patient reportedly began to experience poor sound quality and intermittent episodes of dizziness for 8 months. A CT scan showed that the electrode array of the cochlear implant had migrated into the vestibule. The surgeon performed an explantation/reimplantation surgery in 2006.